Manufacturer narrative:
Initial reporter foreign postal code: (B)(6). A visual inspection of the device confirmed the anchor breakage. The anchor has cracked at the suture eyelet. Removal of the anchor from the inserter showed no damage to the inserter tip. A dimensional assessment of the anchor and inserter confirmed they meet print specifications. With the limited clinical details no root cause can be determined. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the 4.5mm twinfix ultra anchor cracked during insertion. No patient injury or other complications were reported.